Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for a suspected rupture of thoracic descending aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). After inserting the ctag ac device into the patient, blood leakage around the catheter handle was noted. Reportedly, no problem was found on touhy-borst valve, and the leakage was originated from the handle itself or the connection site between the handle and the shaft. The physician needed hurried deployment due to the leakage. The ctag ac was successfully implanted. No endoleak was found. The patient tolerated the procedure. The device will be returned to gore for further investigation.

Manufacturer narrative:
H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available. H.6.: code a26: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19. : a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation b22 updated to b01: the device evaluation showed the following: there were no abnormalities present in the handle assembly, manifold assembly, braided inner shaft, touhy-borst valve assembly, or at the connection between the catheter shaft and deployment handle. The report of blood leakage from the deployment handle could not be confirmed during the device evaluation. No root cause of the reported blood leakage from the deployment handle could be identified. Manufacturing deficiency was identified, therefore, no CAPA request is required per md145952 rev. 27. Events will continue to be monitored per md24024. H.6. Medical device problem code a26 updated to a050401. H.6. Investigation conclusions: code d16 updated to code d15.